Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that undersensing was observed on the lead. Lead was explanted and replaced.